Event description:
It was reported that during follow-up, a loss of capture was observed on the left ventricular lead. Other pacing vectors were tested and high capture thresholds were observed. The patient was noted to be in good condition before, during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).